Event description:
It was reported that this pacemaker exhibited far field oversensing. It was confirmed that this pacemaker was working as intended. Currently, this pacemaker remains in service and no adverse patient effects were reported.